Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. An alert was also triggered by the device. The timeframe in which the estimated longevity change was observed has not been specified. No data analysis from this device was performed. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. An alert was also triggered by the device. The timeframe in which the estimated longevity change was observed has not been specified. No data analysis from this device was performed. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated the device was explanted and replaced. No additional adverse patient effects were reported. The device is not expected to be returned for analysis as the procedure was not supported by a boston scientific field representative.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.